Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath insertion difficulty is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
Reference MDR #9680794-2016-00060 for the first event and MDR #9680794-2016-00061 for the second event involving the same patient. It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the (B)(4) for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. Due to three unsuccessful attempts, the md used a competitor's product. Per the report, "the short 7cm sheath provided more push ability and he was able to access vein properly." There was a reported delay in therapy however no reported harm to the patient noted. There was no reported patient death, injury or complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #9680794-2016-00060 for the first event and MDR #9680794-2016-00061 for the second event involving the same patient. It was reported that while in the theatre the md intended to complete an ablation of varicose veins. The md has performed this procedure for a long time and uses the cp-08703 for all cases. The md encountered difficulty in advancing the sheath over the spring wire guide (swg) into the saphenous vein at the fibrous sheath surrounding the saphenous vein just above the knee; it bent the swg. As a result, the attempt was unsuccessful. Due to three unsuccessful attempts, the md used a competitor's product. Per the report, "the short 7cm sheath provided more push ability and he was able to access vein properly." There was a reported delay in therapy however no reported harm to the patient noted. There was no reported patient death, injury or complications.